Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for lead revision. Upon interrogation, the left ventricular lead exhibited capture anomaly. Fluoroscopy was performed and revealed the lead had dislodged. The lead was capped and replaced successfully. The patient was in stable condition.